Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use in a percutaneous coronary intervention- rota for angina pectoris. During procedure, at third inflation, it was noted that the balloon ruptured at 6 atm. The device was removed without resistance and no problem by normal method. The procedure was completed with another of the same device. No patient complications reported and patient was in good condition post procedure.